Event description:
Head of theatre at the customer, reports via our sales rep, that screw was not in the package. Although the package was labeled as a kit, only the nail was in.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 283 mg/dl, 177 mg/dl, and 440 mg/dl within 11 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.